Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, plasma leaked from the oxygenator. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 10, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 4210, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4210 - leakage/seal. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was visually inspected with no break or anomaly that could lead to leak. After having been rinsed, the sample was filled with physiological saline solution, and tested for leakage by air of 2kgf/cm2 being applied. No leak was observed. The pictures provided were reviewed and confirmed the event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.